Event description:
It was reported that the patient had the ins (stimulator) taken out in 2011 "because 2 months after they had it in the lead wire had to be replaced. The first one the patient had in for 5 years, but this one they had reprogrammed several times and they couldn¿t get in to the hcp (healthcare provider) for another reprogramming. When they took the first one out, they told me a piece of it had broken off in the patient bone, and for the last 3 years since the patient have had the second one out, every time they bend they feel something sticking in my tailbone. The patient think it¿s the piece that broke off in their bone. The patient had a scan last month and the healthcare provider told her the lead wires were left in. The healthcare provider was supposed to take the lead out and replaced but then they decided to have the whole thing taken out. The patient didn¿t know they were going to leave a piece of the wire in them. The nurse told her that if she had the second stimulator taken out then she wouldn¿t be able to go back to that office to get pain meds. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent. Refer to manufacturer report # 3007566237-2014-03009.

Manufacturer narrative:
Correction: no remedial action for notification was initiated.

Event description:
It was reported that the patient had the ins (stimulator) taken out in 2011 "because 2 months after they had it in the lead wire had to be replaced. The patient had a scan last month and the healthcare provider told her the lead wires were left in. The healthcare provider was supposed to take the lead out and replaced but then they decided to have the whole thing taken out. The patient didn't know they were going to leave a piece of the wire in them. The nurse told her that if she had the second stimulator taken out then she wouldn't be able to go back to that office to get pain meds. There was a lack of clarity in the events and the difficulty in determining which portions pertained to which system. Refer to manufacturer report # 3007566237-2014-03009.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type lead; product ID 3093-33, lot# v542975, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v542975, implanted: (B)(6) 2010, product type lead; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID 3093-33, lot# v542975, implanted: (B)(6) 2010, product type lead. (B)(4).